Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes/malposition of essure device location of device: perforated fallopian tube (left)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B59454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, multiparous, endometriosis and left lower quadrant pain. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("breakage/ expulsion- expulsion"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/abdominal pain"), adnexa uteri cyst ("benign paralubal /other injury(ies) or complication, please describe: benign paratubal cyst"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhoea/dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vag. Discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), proctalgia ("rectal pain") and sexual dysfunction ("sexual discomfort"). The patient was treated with amoxicillin, ampicillin, cefalotin (cephalothin), cefazolin, ceftriaxone, ertapenem, gentamicin, levofloxacin, nitrofurantoin, piperacillin, tetracycline hydrochloride (tetracyclin), tobramycin, trimethoprim and surgery (laparoscopic bilateral salpingectomy and removal of essure coils, with fulguration of endometriosis). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge and sexual dysfunction outcome was unknown and the genital haemorrhage, dyspareunia, abdominal pain, adnexa uteri cyst, menorrhagia, dysmenorrhoea, pelvic pain, vaginal haemorrhage, female sexual dysfunction and proctalgia had resolved. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, proctalgia, sexual dysfunction, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test-(unspecified) results of confirm. Test -bilateral occlusion, bilateral coils were identified and tubes appeared to be clear. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received. Events per pfs: vaginal bleeding, apareunia, rectal pain, sexual dysfunction were added. Laboratory data was updated. Lot number received. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("breakage/ expulsion- expulsion"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), adnexa uteri cyst ("benign paratubal cyst"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhoea"), allergy to metals ("nickel allergy"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems") and vaginal discharge ("vag. Discharge"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, allergy to metals, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the genital haemorrhage, dyspareunia, abdominal pain, adnexa uteri cyst, menorrhagia, dysmenorrhoea and pelvic pain had resolved. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test-(unspecified) results of confirm. Test -bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, dysmenorrhea (cramping),dyspareunia, menorrhagia, genital bleeding, nickel allergy, fallopian tubes perforation, device expulsion, vaginal discharge, bladder disorder, urinary tract disorder, paratubal cyst. Patient demographic added, essure removal date added, essure indication updated. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes/malposition of essure device location of device: perforated fallopian tube (left)') in an adult female patient who had essure (batch no. B59454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, multiparous, endometriosis and left lower quadrant pain. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), device expulsion ("breakage/ expulsion- expulsion"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/abdominal pain"), adnexa uteri cyst ("benign paralubal /other injury(ies) or complication, please describe: benign paratubal cyst"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhoea/dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vag. Discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), proctalgia ("rectal pain") and painful intercourse ("sexual discomfort"). The patient was treated with amoxicillin, ampicillin, cefalotin (cephalothin), cefazolin, ceftriaxone, ertapenem, gentamicin, levofloxacin, nitrofurantoin, piperacillin, tetracycline hydrochloride (tetracyclin), tobramycin, trimethoprim and surgery (laparoscopic bilateral salpingectomy and removal of essure coils, with fulguration of endometriosis). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge and painful intercourse outcome was unknown and the genital haemorrhage, dyspareunia, abdominal pain, adnexa uteri cyst, menorrhagia, dysmenorrhoea, pelvic pain, vaginal haemorrhage, female sexual dysfunction and proctalgia had resolved. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, proctalgia, urinary tract disorder, vaginal discharge, vaginal haemorrhage and painful intercourse to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test-(unspecified) results of confirm. Test -bilateral occlusion, bilateral coils were identified and tubes appeared to be clear. Batch no b59454 production date 2013-07-26 expiration date 2016-07-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical record received. Reporter information was added. Case became medically confirmed. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes/malposition of essure device location of device: perforated fallopian tube (left)') in an adult female patient who had essure (batch no. B59454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, multiparous, endometriosis and left lower quadrant pain. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), device expulsion ("breakage/ expulsion- expulsion"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/abdominal pain"), adnexa uteri cyst ("benign paralubal /other injury(ies) or complication, please describe: benign paratubal cyst"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhoea/dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vag. Discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), proctalgia ("rectal pain") and painful intercourse ("sexual discomfort"). The patient was treated with amoxicillin, ampicillin, cefalotin (cephalothin), cefazolin, ceftriaxone, ertapenem, gentamicin, levofloxacin, nitrofurantoin, piperacillin, tetracycline hydrochloride (tetracyclin), tobramycin, trimethoprim and surgery (laparoscopic bilateral salpingectomy and removal of essure coils, with fulguration of endometriosis). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge and painful intercourse outcome was unknown and the genital haemorrhage, dyspareunia, abdominal pain, adnexa uteri cyst, menorrhagia, dysmenorrhoea, pelvic pain, vaginal haemorrhage, female sexual dysfunction and proctalgia had resolved. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, proctalgia, urinary tract disorder, vaginal discharge, vaginal haemorrhage and painful intercourse to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test-(unspecified) results of confirm. Test -bilateral occlusion, bilateral coils were identified and tubes appeared to be clear. Batch no b59454. Production date 2013-07-26. Expiration date 2016-07-31. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes/malposition of essure device location of device: perforated fallopian tube (left)') and genital hemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. B59454) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, multiparous, endometriosis and left lower quadrant pain. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("breakage/ expulsion- expulsion"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/abdominal pain"), adnexa uteri cyst ("benign paralubal /other injury(ies) or complication, please describe: benign paratubal cyst"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhoea/dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), pelvic pain ("pelvic pain"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vag. Discharge/vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), proctalgia ("rectal pain") and painful intercourse ("sexual discomfort"). The patient was treated with amoxicillin, ampicillin, cefalotin (cephalothin), cefazolin, ceftriaxone, ertapenem, gentamicin, levofloxacin, nitrofurantoin, piperacillin, tetracycline hydrochloride (tetracyclin), tobramycin, trimethoprim and surgery (laparoscopic bilateral salpingectomy and removal of essure coils, with fulguration of endometriosis). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, allergy to metals, bladder disorder, urinary tract disorder, vaginal discharge and painful intercourse outcome was unknown and the genital hemorrhage, dyspareunia, abdominal pain, adnexa uteri cyst, menorrhagia, dysmenorrhoea, pelvic pain, vaginal hemorrhage, female sexual dysfunction and proctalgia had resolved. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, proctalgia, urinary tract disorder, vaginal discharge, vaginal hemorrhage and painful intercourse to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test-(unspecified) results of confirm. Test -bilateral occlusion, bilateral coils were identified and tubes appeared to be clear. Batch no: b59454; production date : 2013-07-26; expiration date: 2016-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.